Event description:
The hand controller (medrad contrast injector) was plugged on and the arm button was hit and an error message came up that read "unable to arm without hand controller." Device was unplugged and plugged back in to try to correct the problem, but the same message came up. So, it was decided to get a new device. The new device was plugged it in and it worked fine. It is unknown if it is the same lot number as the first device.